Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of programming history on (B)(6) 2012, it was observed that a faulted system diagnostic test occurred at the end of a patient's appointment on (B)(6) 2008. At the patient's next appointment on (B)(6) 2008, the patient's interrogation displayed settings that were altered from those he was last interrogated at.